Event description:
The institution reported to the distributor early december, that an intergard knitted vascular prosthesis referenced igk1809 was unintentionally opened. The product was not returned to the distributor. It was also reported, on 12/27/2006, that prior to surgery, physician opened the product referenced igk1809, but the blister contained a straight graft instead of a bifurcated graft. The identifiers of the straight graft were not provided. The distributor obtained the product and indicated that the outer box labeled igk1809 contained a straight graft in the inner blister. However, the outer blister with a label indicating product's identifiers was missing. The product was not returned yet to the MFR. There was no reported pt injury.

Manufacturer narrative:
No device eval was performed since the graft was not returned to the MFR. A review of the device history records indicated that the twenty six prostheses from this batch number were mfg, inspected, packed and released according to procedures. All prostheses were distributed in 10/2003 and no other incident has been reported to the MFR. No conclusion can be drawn. However, the most likely cause is a product mixing by the institution. Indeed, early december, the institution reported that they oepend unintentionally an intervascular gaft. This may have been a straight graft opened by mistake during the implantation of early december. The opened external blister of the straight graft was probably discarded and the internal blister containing the product was put in the box of the prosthesis igk1809 that was actually implanted.